Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 25 days after the dental implant was installed in intraoral region #11 it was verified its non-osseointegration . Thirty two ncm of primary stability was achieved and immediate load was not executed.